Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they had 2 events where they went low at night while in pump auto mode. On (B)(6) 2017 they had blood glucose of 54 mg/dl at the time of the incident. The customer was at 101 mg/dl at the time of the call. The customer used glucose tablets to treat. The customer's doctor told them the pump may have delivered in auto mode as it was trying to learn how to control their levels. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer also went up high as 350 mg/dl before crashing. The customer also had another low in the 50 mg/dl range on (B)(6) 2017 while on auto mode. The insulin pump will be returned for analysis.